Manufacturer narrative:
Additional information received indicated the patient was checked in the emergency room by the local area sales representative. All other measurements were within normal limits. There were no plans for intervention as the shocking impedance had historically exhibited higher pacing impedances. The patient planned to be monitored.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and single coil right ventricular (rv) defibrillation lead were exhibiting high out of range shocking impedance measurements greater than 125 ohms. To date, there have been no adverse patient effects reported.